Event description:
CUSTOMER REPORTED, UNEXPECTED NEGATIVE REACTIONS ON THE GALILEO WITH THE ABID ASSAY. ANTI-D AND ANTI K ANITBODIES WERE NOT DETECTED IN 2 DONOIR SAMPLES, RESPECTIVELY.

Manufacturer narrative:
"Reactivity of the K antigen was confirmed on retention Capture-R Ready-Screen (Pooled), lot N135, and Capture-R Ready-ID (CRRID), lot ID096.Manual solidphase testing was performed with the customer's 2 returned donor samples using retention CRRS (Pooled), lot N135, and selected D+ and K+k+ cells from CRRID, lot ID096. Both returned samples were nonreactive in all testing.Hemagglutination tube testing was performed at IS, 20'RT, 15' 37C, and IAT with customer's donors' samples using retention Panoscreen I, II, and III, lot 52421. ImmuAdd was used as potentiator. The sample reported to contain anti-D was nonreactive in all testing. The sample reported to contain anti-K exhibited 1+ reactivity at IAT with Cell III [K+k+;Yt(b+)]. The sample reported to contain anti-D was QNS for additional testing.Manual solidphase testing was performed with the sample reported to contain anti-K using retention Yt(b+) cells from CRRID, lot ID096.. The sample was nonreactive in all testing. Hemagglutination tube testing was then performed with this sample using K+k-, K-, and K+k+ cells. ImmuAdd was used as potentiator. Sample exhibited 1+s reactivity with K+k- cell, weak reactivity with K+k+ cell, and was nonreactive with K- cell.Reactivity of the K antigen was confirmed on retention Capture-R Ready-ID, lot ID097.Manual solidphase testing was performed with the sample reported to contain anti-K using K+k-, K+k+, and K- cells from retention CRRID, lot ID097. The sample exhibited weak reactivity (scores of 4 to 4/5 on a scale of 0 to 10) with K+k+ cells and moderate reactivity (score of 6) with K+k- cell. The sample was nonreactive with K- cell."

Event description:
CUSTOMER REPORTED, UNEXPECTED NEGATIVE REACTIONS ON THE GALILEO WITH THE ABID ASSAY.

Manufacturer narrative:
THE INVESTIGATION IS ONGOING.